Manufacturer narrative:
Removal of foreign body is not labeled. Separates is not labeled. No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without the complaint device a definitive root cause cannot be determined and nothing in the event description suggests a possible cause. In previous complaints we have found possible causes to include damage to the wire guide associated withdrawal through the needle or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. In the absence of additional information a root cause can be determined. We will continue to monitor for similar complaints. Per quality engineering risk analysis there is insufficient risk to warrant risk reduction activities.

Event description:
The user was attempting an arteriogram in the right femoral artery. In using the micropuncture introducer set, the first 2 to 3 inches of the guide wire that passed into the artery broke off. This resulted in having to do a cut down on the vessel to retrieve the broken wire.